Event description:
Reporter indicated that patient presented with lead extrusion and underwent a series of surgeries to try to correct the issue. The multiple surgeries the patient underwent caused an infection, therefore, the patient was explanted. They believed the cause of the infection is tissue compression suffered by the patient lying still in bed for long periods of time. After the infection was controlled, the patient was reimplanted as he benefits from vns therapy.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.